Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, fold creases and yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated and wear abrasion. Based on the device analysis the final assessment is: -one opening striated in the side radius assessed as surgical damage. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported textured to smooth exchange and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported textured to smooth exchange and capsular contracture baker grade IV. Device has been explanted.